Event description:
It was reported that this right ventricular (rv) lead has exhibited a gradual and consistent increase in shock impedance. Boston scientific technical services (ts) reviewed data from the device and noticed that there have been three recent out of range shock impedance measurements. Additionally, low wave amplitude, farfield oversensing and noisy signals on the shock channel were identified. Ts explained that high shock impedance can be an early indicator for lead impairment, however, it can also be caused by a change in patient condition, calcification or tissue growths around the coil. Troubleshooting steps were provided in order to assess lead integrity, including performing commanded shock testing. Reprogramming of the device sensitivity was also recommended to avoid farfield oversensing. At this time, no further information is available. No adverse patient effects were reported. The device remains in service.